Event description:
It was reported that the patient's blood glucose level was 277 mg/dl at 7:30am. He took 50 units of lantus. Hi did not take and novolog. He went to work and around 8:30am, the patient became disoriented and needed assistance. Paramedics were called and provided a glucose liquid to the patient. The patient's blood glucose level was 50 mg/dl on the paramedics' meter. The patient began to feel better within 20 minutes. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.